Event description:
User reported a leak coming from back of instrument onto the floor. No one was injured and user stated he did not believe there were any pt samples affected. The field service rep determined the cause to be cracked and damaged tygon water tubing to the internal water reservoir, and replaced section of damaged tubing. Performance tests were performed.